Manufacturer narrative:
No issues with the reaction curve were identified and controls tested on the same day using the same reagent bottle met package insert specifications. No issues with sample condition or instrument cleaning were indicated and review of calibration data further indicated no anomalies. No customer returns were available for evalulation. The ticket searches determined normal complaint activity for the complaint lot. This is the only complaint received to date for this lot. The complaint trending report review determined that there is no adverse trend for the issue for the product. Customer field data was used to assess the performance of the architect anti-hbs assay using world wide data. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the product quality history for the lot number using search of the corrective and preventive actions did not identify issues associated with the customer observation. Labeling was reviewed which adequately addresses the current issue. No product deficiency was identified.

Manufacturer narrative:
Patient identifier does not contain enough spaces, entire ID (B)(6). This report is being filed on an international product list 7c18, that has a similar us product distributed in the us, list 1l82. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated a (B)(6) architect anti-hbs of (B)(6) on (B)(6) 2019 with specimen ID (B)(6), that repeated (B)(6). No impact to patient management was reported. No specific patient information was provided.